Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d5, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material residue point was confirmed to be free from deformation. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: cf-xz1200l/I, operation manual, chapter 3 ¿preparation and inspection.¿ cf-xz1200l/I, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign object came out nozzle. There were no reports of patient involvement.